Event description:
The pt underwent implantation of a neurostimulation system for tremor related to parkinson's disease in 2001. The pt returned to the hcp 3 days later with swelling at incision site of lead extensions behind the ear and some erythema on the pt's right chest wall. The pt rec'd IV vancomycin. Three months later, the pt noted oozing of yellow colored fluid at the posterior left occipitoparietal region. The pt was given IV rifampin and vancomycin. Methicillin resistant staph aureus of the left posterior burr hole site was diagnosed, with bilateral inframammary yeast infection. The pt also noted anterior incision with similar drainage to the left posterior incision 5 days later. The pt was given zyvox 600 mg po bid. The pt was admitted and underwent explantation of the left side apparatus under general anesthesia. Two months later, the pt noted yellow green discharge from the incision site. Cbc, blood culture, and wound culture were ordered. Pt was admitted for further treatment of the right side incisional infection.